Manufacturer narrative:
No product will be returned. No investigation was performed.

Event description:
The nurse was giving benadryl ivp from the y site above the pump at the time.

Event description:
The customer reported that during a saline infusion the pump alarmed; the nurse opened the door and noted the tubing ballooned at the pumping segment. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.